Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, while traveling in (B)(6) on (B)(6) 2025, it was so hot that she unexpectedly experienced a skin reaction, including itching, a rash, inflammation/swelling, and an infection on the arm where the sensor had been placed. The sensor area was extremely itchy, and when she scratched it, the wearable fell off her arm. After the wearable came off, the patient also developed an infection at the insertion area, possibly caused by the scratching. The patient stated that the rash started at the insertion site where the sensor was placed and then spread further on the arm and abdomen. No symptoms such as difficulty swallowing or breathing were experienced. She visited an herbal doctor and received a prescription for a topical steroid (hydrocortisone 2% cream), but no lab tests were conducted. The patient was unsure whether the rash resulted from the hot humid weather, insect stings/bites, or the dexcom sensor. At the time of report, the patient mentioned that the reaction diminished after a week, and she felt well. No photos were available for review. There was no documentation of further medical evaluation or intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).